Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while device assembling, the surgeon experienced difficulty loading the reload; however, it was able to attach and cycle. When the surgeon attempted to fire it, the device was able to enter into firing mode; however, it could not be fired. The device "jammed" due to the adapter came off 1 quarter inch, and it was still attached with the device, but jaws stayed closed and locked on the tissue. To resolve the issue, the surgeon used retraction tool to remove the device from the patient and new adapter and reload were used in order to complete the case. The surgical procedure was extended for more than 30 minutes due to the device issue. There was no patient injury.